Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) advised the customer regarding the proper maintenance/charging of the batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per fsr, the unit had not been powered on since (B)(6) 2016. The unit is now a back-up. The batteries were still depleted after the fsr charged them overnight. The unit only ran for a few seconds. The fsr installed new batteries and tested its charging and battery operations, and all power modes. The unit operated to the manufacturer¿s specifications. The batteries were returned for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were depleted. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) found the batteries to measure 6.9 and 7.9 volts direct current (vdc). 11.4 vdc is the typical range for a completely discharged aps1 battery and 13.2 vdc is typical for a battery having a near full charge. These non-typical low voltages are consistent with batteries that have not been maintained with the recommended charging methods. The low voltages further indicate likely irreversible degradation of the batteries. The batteries were connected to a power manager test platter and charged for approximately 12 hours, after which the charge status light emitting diode (led) was green and the service screen indicated full 18 amp hour capacity. A load test was initiated but the batteries only maintained the load for less than one minute. The minimum requirement is fifty minutes. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.